Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber tip shows usage; the distal end of the glass fiber is fractured and does not extend from the blue outer sheath; there is no signs of melting at the fracture location; there is evidence of mild burn marks within the blue outer sheath distal end; the fiber was tested with hene laser fixture, aim beam is visible at the tip and the light spot created by the aim beam appears good; the total length of the fiber is 12 feet 1½ inch. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending/user handling/anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a procedure, the "fiber popped and broke/sparked in the ureter"; it was removed. Reportedly, there was an "audible popping noise". A second fiber was used to complete the procedure. Patient outcome: no injury to the patient reported.